Event description:
It was reported that the right ventricular (rv) lead was oversensing noise resulting in inappropriate shocks to the patient. Varying impedance measurements were observed during testing. It was decided to replace the lead but the lead helix would not retract with counterclockwise rotation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated a lead noise alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst commented that there were 15 non-sustained events, 3 episodes of ventricular fibrillation (vf), 18 episodes with noise and 5 lead failure predictor episodes of <(><<)> 220 ms ventricle to ventricle cycle are recorded on between (B)(4) 2013. 3096 of 3099 lifetime ventricular short interval counts (sic) have occurred since (B)(4) 2013. A lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for non-sustained episodes and abnormal lead impedance. A lead noise alert was recorded on (B)(4) 2013. Maximum ventricular pace impedance rose from an approximate baseline of 425 ohms to >750 ohms the week ending (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.